Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. - sterile unless package is opened or damaged. - do not reuse. - do not resterilize" the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient allegedly experienced bruising while using the catheter. It was also reported that the sample port allegedly caused the bruising. Additional information has been requested and not yet received

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device was not returned.

Event description:
It was reported that the patient allegedly experienced bruising while using the catheter. It was also reported that the sample port allegedly caused the bruising. Additional information has been requested and not yet received.